Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 02-oct-2015, fse arrived at the site to address the reported event. Inspection of the device revealed that the pump was weak resulting in pooling of liquid inside the pump. Additionally, the wash probe was dirty. Fse replaced both the waste pump and wash probe. He was subsequently able to run quality control (qc) without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the waste pump and wash probe.

Event description:
On (B)(6) 2015, the customer reported that the waste pump for their a1a-600ii analyzer was not evacuating properly. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of fsh, e2, lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.